Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal surgical manipulator (usm) was analyzed and found in system logs, the ¿319¿ error was found indicating ¿node 198 is not present at startup¿ on the usm ¿0x3¿ axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿319¿ error was triggered indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a pftp where ¿fiber test¿ was found to be failing on the ¿0x3¿ axis. The complaint regarding recoverable fault 319 was confirmed by failure analysis. The probable root cause is attributed to electrical and fiberoptic defects pertaining to the rolling loop fiber of the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 319 occurred, and universal surgical manipulator (usm) 4 carriage was stuck. Before contacting the tse, the customer power cycled the system, but the issue was not resolved. The tse had the customer performed hard power cycle the system, but the issue persisted. The tse advised the customer to try another hard power cycle, disable usm 4, or to use another patient side cart (psc). The customer elected to disable usm 4 to continue with the procedure. The procedure was completing as planned with no reported injury.